Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the product was performed. Review of device memory confirmed the presence of a higher-than-normal current drain condition. Electrical testing and analysis were then conducted, which isolated the high current to an anomaly in an oxide layer within a custom integrated circuit component. Over time, this anomaly resulted in the reported clinical observations pbd and other clinical observations coded to the CAPA.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) exhibited signs of premature battery depletion (pbd). Subsequently, a replacement procedure was performed. During the procedure, the patient developed fast ventricular tachycardia (vt), which was suspected to have been induced by energy transmitted through the non-boston scientific leads due to electrocautery. The vt was successfully converted via external cardioversion, and a new device was successfully implanted. No additional adverse patient effects were reported outside the revision procedure.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) exhibited signs of premature battery depletion (pbd). Subsequently, a revision procedure was performed. During the procedure, the patient developed fast ventricular tachycardia (vt), which was suspected to have been induced by energy transmitted through the non-boston scientific leads due to electrocautery. The vt was successfully converted via external cardioversion, and a new device was successfully implanted. No additional adverse patient effects were reported outside the replacement procedure.